Event description:
It was reported the pt was not receiving stimulation. The pt was experiencing auto-reducing on all of her programs. Surgical intervention will take place a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.